Event description:
It was reported a patient experienced a breach in aseptic technique during peritoneal dialysis (pd), which caused peritonitis. On an unreported date, the patient had a breach in aseptic technique, described as the patient made a mistake and had touch contamination, and re-used gloves. The patient later experienced and was hospitalized for peritonitis. Treatment was not reported. Pd therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available at this time

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This event was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported event was use error. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.